Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified distal circumferential fracture occurred due to elevated temperatures, near the laser beam output window. A distal circumferential fracture has the potential for forward firing; therefore, the reported event is confirmed. It is probable that the circumferential fracture occurred due to elevated temperatures near the laser beam output window. Visual analysis did not identify debris adhesion on the metal cap. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glass cap and metal cap detachment. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The potential for forward firing exists. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits no signs of detritus adhesion on its surface. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed that the aim beam was present at the output window and there were no signs of breakage along length of fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: based on the observed circumferential fracture a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted distal circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate, a total of three (3) fibers were used. The beam of the first fiber was coming out straight after 7,900 joules of use. The fiber was replaced and the case continued with a second fiber; however, it was not recognized by the laser. A third fiber was used to complete the procedure without clinical consequences to the patient. This report is for the first fiber.

Event description:
It was reported that during a photoselective vaporization of the prostate, a total of three (3) fibers were used. The beam of the first fiber was coming out straight after 7,900 joules of use. The fiber was replaced and the case continued with a second fiber; however, it was not recognized by the laser. A third fiber was used to complete the procedure without clinical consequences to the patient. This report is for the first fiber.